Event description:
The death of a male pt following a therapeutic ercp where the tip of the basket deployed while in the common bile duct. The physician did not attempt to retrieve the tip as he felt it would pass on its own. Prior to the procedure, the pt presented with a "high" fever and upper right quadrant pain and the initial diagnosis of choledocholithiasis. The physician states that he felt that there was no relationship between the pt's death and the device malfunction. The family indicated there would be no autopsy.